Manufacturer narrative:
(B)(4). Incorrect anatomy: factors that may contribute to stent fractures include, but are not limited to, processing and/or handling in manufacturing, handling during preparation for use, lesion characteristics, procedural technique, product size selection, severe torquing or kinking of stent (material stress/ fatigue) or interaction with the accessory devices, lesion and/or anatomy. Fatigue from cardiac dynamics and motion may also contribute to stent fractures during or after the procedure. In this case, the physician noted that the fractured stent may have occurred as a result of the vessel it was placed in; however, no vessel characteristics were specifically reported. It was noted that the stent was deployed across the posterior lateral branch and a lima graft. The promus instructions for use (IFU) states: the promus everolimus-eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. It is possible that cardiac dynamics differ across the connection of the lima graft and native pl coronary artery and may have contributed to the reported fracture; however, this cannot be confirmed. It is unknown if the stent was fractured during the index procedure one year ago, and the cine of the procedure was not returned which may have aided in the investigation. A conclusive cause cannot be determined for the reported stent fracture. Restenosis and angina, as listed in the promus IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. In this case, the reported stent fracture possibly contributed to the reported restenosis. However as the stent fracture could not be confirmed, a conclusive cause cannot be determined for the reported patient effects and their relationship to the device, if any.

Event description:
It was reported that the promus stent re-stenosed and fractured. 3 promus stents were implanted in (B)(6) 2010, approximately 1 year after bypass surgery. A 2.5 x 08 was implanted in the lima, a 2.5 x 23 in the proximal left anterior descending (plad) and a 2.5 x 15 in the posterior lateral branch (pl) through a vein graft. A positive stress test and angina brought the patient back for a check up, at which time in-stent stenosis was observed in the pl branch. It was also noted that the distal 3rd portion of the stent was fractured. The physician noticed the portion of the stent was moving with the wall movement of the left ventricle while the proximal 2/3rds of the stent in the lima showed no movement. The fracture of the stent was not addressed, only the stenosis in the pl branch was noticed. They physician does not plan on addressing the fracture and they do not believe it was due to defective product, but rather the vessel it was placed in. It was noticed that there was some collaterals to the distal lad. The procedure was completed successfully and the patient is stable. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.